Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. Unable to verify failed battery alarm due to buttons not responding noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump continuously alarmed failed battery test despite battery changes. Customer was able to clear the alarm. Customer's blood glucose reading at the time of the incident was 230 mg/dl. Customer mentioned noticing a small crack between the side and back of the insulin pump. Customer was advised to revert to a back up plan and the insulin pump is being replaced.